Event description:
This notification was opened for review in response to a simple go mini device not powering up and showing yellow; however, no alarm. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.